Manufacturer narrative:
UDI: device was made prior to compliance date, gtin unavailable upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via vp-shunt (the initial setting was unknown) on (B)(6) 2015. It was reported that the surgeon found that the csf was leaked and accumulated under the skin around the valve, and it was found when the patient visited the hospital on (B)(6) 2017. The revision surgery was performed on (B)(6) 2017, and the revised part was only the distal catheter (82-3045). The surgeon suspected that the distal catheter might be damaged. The patient is a (B)(6) girl, and (B)(6). The original disease was intracerebral hemorrhage. The current patient¿s condition is fine. No further information was provided by the hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected; no defects noted along the catheter, the ends of the catheter were a bit jagged. The catheter was irrigated; no occlusions were noted; some biological debris was flushed out of the catheter. The catheter was leak tested, no leaks noted. Review of the history device records was not possible as the lot number is unknown. A search for relative complaint was not possible as the lot number was unknown. No root cause could be determined, as no occlusion was noted during the investigation. The slightly jagged ends could be due to user, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.